Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection with the naked eye identified a broken occluder leg beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents as hydrogen peroxide, alcohol, or bleach as listed on the product packaging could damaged the transfer set material. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets leaked from an unspecified location. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.